Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kink tip was not confirmed; however, the tip was torn. Based on visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mildly tortuous mid left anterior descending (lad) artery. During advancement of an unspecified guide wire into the 2.25x15mm nc trek balloon dilatation catheter (bdc), the bdc tip kinked. There was no reported resistance advancing the guide wire into the nc trek bdc. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. A new nc trek bdc was used to successfully complete the procedure. There was no additional information provided. The bdc was returned with no kink noted to the tip; however, the tip/distal seal area was torn.